Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 29-aug-2016, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 25-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was complaining of an increase in pain, starting in (B)(6) 2018. The hcp reported refill discrepancies over the last 3 or 4 refills, starting on (B)(6) 2018 where the expected reservoir volume (erv) was 1.2ml and the actual reservoir volume (arv) was 6ml. The refill on (B)(6) 2018 had an erv of 7ml and an arv of 11ml. The cause of the event was undetermined. The patient was going to be scheduled for a pump and catheter replacement. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.